Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, diopter -10.5 into the patient's left eye (os) on (B)(6) 2010. The surgeon reports low vault and refractive change over time. Currently, the lens remains implanted.

Manufacturer narrative:
Previously stated that the lens remains implanted. Corrected-on (B)(6) 2018 the lens was exchanged for a longer lens. The problem is resolved. Device evaluation: the lens was returned in liquid in a lens case/vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).